Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insulation of the hook electrode broke off and fell into the operating field during an unspecified procedure. The surgical team retrieved it from the operating field. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h4, h6, h11 the device was returned and the reported failure was confirmed. The most probable cause of the complaint is cause not established which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.